Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The caller was able to successfully load a new cartridge and resume insulin.